Manufacturer narrative:
Prism medical was contacted by the patient's (B)(6) lawyer, (B)(6), on (B)(6) 2014. We will complete an update or final report as more info becomes available.

Event description:
The patient was being transferred from her bed to a chair with a lifting device by a personal support worker. While she was being lifted, a safety strap securing her in place became loose and she fell to the floor. A prism medical sling was being used in combination with the invacare reliant 450 hoyer lift. The patient suffers from multiple sclerosis. As a result of this fall, she fractured her femur. This decrease of mobility resulted in the development of pressure ulcers.

Manufacturer narrative:
Prism medical representatives visited the incident site on (B)(4) 2015 at 30 (B)(6). It was confirmed that the incident involved an invacare reliant 450 hoyer lift and waverly glen(prism) sling. The floor lift was invacare hoyer 450 with sn (B)(4) and model no. (B)(4)-1 and labeled as property of (B)(4). Because this is not a prism product, no further investigation was done on the lift or the carry bar. The sling was a large universal mesh, sn (B)(4), with date of manufacturing of july, 2011 and safe working load of 1000 lbs./454 kgs. The slings were accompanied labels to instruct users to consult user documentation for safe and reliable use. The sling was inspected and found to be in "fairly" new condition in spite of being made 5 years ago. All sling straps, fabric, and stitching were found to be without any defect or damage associated to normal wear and tear. Grinding/abrasion marks on inside of straps of one of the sling loops. There were no issues identified with the slings that could have contributed to or caused this incident. It was noted during the visit that the carry bar involved in the incident, not a prism medical product had open styled hooks at the external sides; the open loop hooks have a higher propensity of loop migration. The lowest (medial) j-shaped carry bar hook with shallow well appears to be particularly prone to detachment of the sling loop. Corrective action: no further corrective action required at this time.